Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer representative could not adjust the patient's system. They needed a new stimulator, but would not have time for replacement until the summer. They were concerned that the battery depleted too quickly at one and a half years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that on the day of the report, the patient programmer was showing the ¿call your doctor¿ icon and a power on reset (por) condition. Earlier the patient was able to see a number on the screen. The device was currently off. Six days later, it was reported that the patient¿s doctor hadn¿t called him back yet. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va06gmv, implanted: (B)(6) 2013, product type: lead. (B)(4).